Event description:
It was reported by the customer that their insulin pump was alarming no delivery. Customer attempted to troubleshoot but it did not resolve the issue and declined further troubleshooting. Customer also stated they do not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 71 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the rewind, displacement, prime and excessive no delivery tests. No excessive no delivery alarm was noted. The insulin pump was monitored and had no motor sound that was different during testing. The insulin pump was received with minor scratches on the display window, cracked display window corners, a cracked belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.